Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received for evaluation; therefore, a device analysis could not be completed. Retention samples were visually inspected and no obvious issue/damage was detected. The retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water; no leaks were observed. The retention samples were conforming as per product specifications. Therefore, the reported condition was not verified by retention sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-guard blood set leaked. This was identified after priming the set with blood, prior to patient use. There was no patient involvement. No additional information is available.